Manufacturer narrative:
Calibration was last performed on (B)(6) 2021; the signals were higher than expected. Qc results were not acceptable. Instrument performance testing was acceptable. Sample short and sample foam detection errors were observed on the alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant results for 2 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. (B)(6). The initial results were reported outside of the laboratory. The results did not match the clinical diagnosis for the patients and the samples were repeated. The repeat results were believed to be correct. The troponin t hs reagent lot number was 52368501 with an expiration date of 31-jul-2022.